Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer was given glucose tablets, juice, food, and intravenous fluids to treat. The customer experienced symptoms such as fainting. The customer did not state if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also had redness and rashes from sensor tape use. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test minilink transmitter with the glucose sensor simulator communicates properly to the device . Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).